Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are no previous complaints of this code/batch. There are no units in our stock. We have received 144 closed samples (4 closed boxes) and 3 open and unused samples with the needles detached from the thread, and the thread is still wound on the pack. Tightness test on the closed samples received has been performed and the units are tight. We have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with 3 sutures. After the packs were opened, it was noted that the needles detached from the sutures. New packs were opened instead and the damaged sutures were not used. Additional information is not available. This report refers to the first suture. Associated medwatches: 3003639970-2019-00122; 3003639970-2019-00123.